Event description:
The olympus representative reported (on behalf of the customer), that the endoeye flex deflectable videoscope did not display an image (blackout). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the failure of the imaging unit. Image noise and white out was found on display and was noted, to be due to faulty circuit board. Additional issues were identified during the device evaluation: noise occurred; due to damage to the board of the video connector. The bending section adhesive part was missing, the operating angle fixing part was loose, the video connector was cracked; due to the breakage of the board of the video connector component. The screen became pure white and no image was displayed, then the image returned. Scratches were found on multiple locations on the device. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint for image blackout occurrence (B)(6), image noise occurrence (B)(6), and image whiteout occurrence (B)(6) from another facility for the same device, and similar complaint issue. CAPA history review confirmed and applied (CAPA-200803). Conclusion: the root cause could not be identified. The issues of image backout, image whiteout, and image noise were likely to have been caused by breakage or disconnection of the image sensor unit, due to stress from repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board. Such as the integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device. The investigation is ongoing. And follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.